Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have experienced different readings between insulin pump and meter. Customer's blood glucose was 530 mg/dl. During troubleshooting for high blood glucose, customer reported that drived support cap appeared normal. Customer declined checking for leaks or air bubbles; site or insulin issues; and settings. Customer did report that time and date were accurate and was unsure if basal rates were programmed accurately. Customer also reported that it was difficult to see display screen due to excessive scratches. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test